Event description:
It was reported that a death occurred. A percutaneous coronary intervention was being performed on the target lesion located in the left anterior descending artery (lad). A rotapro 1.25mm, a rotawire, a synergy stent, and an nc balloon were all used for treatment. The rotational atherectomy and stenting of the lad was completed successfully with a good angiographic result for both. Fifteen minutes after the stent implant, a pressure drop occurred with no angiographic change and no pericardial perfusion. Respiratory care practitioner protocol was started immediately, however the patient did not respond and had died.